Event description:
Boston scientific received information from a patient information verification and identification card form that this patient died 15-days later. The date of implant was (B)(6) 2014. The date of the system explant was (B)(6) 2016. At the time of the explant procedure, a separate model#4137 lead was implanted and the explanted device was being used for external bradycardia support. According to the field clinical representative, the patient¿s medical history was significant for a planned aortic valve replacement (avr) procedure. The patient was hospitalized because of a ¿significant¿ gi bleed and infection. Following multiple transfusions, a decision was made that no avr would be undertaken and the patient was discharged to hospice care. The patient died on (B)(6) 2016

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Also, the device was used as temporary pacer. There were no additional adverse patient effects reported. The product remains in service.